Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the device was returned because the tip of the impactor fractured. There is some wear on the device. Item and lot numbers are confirmed to match the complaint. Device was submitted for further analysis. The returned device was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. Fracture surface artifacts suggest multiple initiation sites along the thread interface, possibly associated with overtightening. Hackle marks and river lines are consistent with the overload failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical products: mini comp rev tray trial cat# 110031431 lot# 64327855. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instruments broke during a shoulder procedure. Attempts have been made and additional information on the reported event is unavailable at this time.